Manufacturer narrative:
H3, h6: siemens healthineers completed the investigation of the reported issue. The investigation was performed on expert discussions (considering complaint description, cs reports, system history, and system log files). At the beginning of an emergency procedure, the system messages ¿collision bypassed, move carefully.¿ was displayed to the user and normal system movements were not possible. The procedure was performed using an alternative system. No adverse health consequences were reported to this event. The onsite service intervention showed an issue with an end limit switches for the gantry longitudinal movement and c-arm orbital rotation. Due to this problem the stand could only be moved with reduced speed and the ceiling gantry could only be moved to the head-end for safety reasons. The log-file investigation revealed that this problem was present since the night before the reported movement problem. Dirty photo sensors were identified as the cause of the active limit switch signals. The reason for the contamination could not be determined retrospectively. The problem was resolved after the photo sensors of the end limit switches had been cleaned. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The complaint has been closed.

Manufacturer narrative:
The root cause for the stand issue has not yet been determined. The investigation is ongoing. A supplemental report will be submitted if additional information becomes available upon completion of the investigation.

Event description:
Siemens healthineers was informed by its service organization about an issue with the artis q ceiling system. The stand could not move. Additional information was provided stating that the malfunction occurred during an emergency procedure, which was continued and finished using an alternative system. Siemens healthineers has no indication of any adverse effects to the health status of the involved patient due to the reported issue.